Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in atrial fibrillation with rapid ventricular response at rates as high as 190 beats per minute and the device delivered inappropriate anti-tachycardia pacing (atp) and seven (7) shocks. The plan with this patient is continue monitoring. This device remains in service and no adverse patient effects were reported.